Manufacturer narrative:
The following information has been updated: h.6. Method codes: 4114. H.6. Result codes: 3221. Conclusion codes: 4315. H.6 investigation summary: no product or photo was returned by the customer. It was reported that there was a tubing issue found upon priming the tubing outside of the patients room and before administering prbcs. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010903 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: no product will be returned per customer. No investigation was performed. H3 other text : see h10.

Event description:
It was reported that two unvtd bld hand pump w/180 flt ss experienced air bubbles/air in line and defective/damaged tubing. The following information was provided by the initial reporter: complaint 1 of 3. There have been multiple IV tubing issues on my unit. If you are talking about the air in line. It was indeed used on the patient. There was air from the propofol bottle all the way down to about 8 inches from entry into the patient. The pump did not alarm at all as the air went through the pump. The only alarm heard was excess air which then we realized the situation. The pt did fine. No issues as a result since the nurses prevented the air from getting into the patient. The tubing was saved for some time. I do not have the lot number since the tubing was primed on a different unit before the pt came to us. Clinicians found 4 inches long air pockets about 6 inches away from entering the patient. This was not used on a pt. The issue was realized when they were priming the tubing outside of the pt¿s room before administering prbcs. It was free hanging trauma blood tubing. No programming involved. I had kept the tubing for a few days and then I was told by uw health that I did not need to keep it any longer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two unvtd bld hand pump w/180 flt ss experienced air bubbles/air in line and defective/damaged tubing. The following information was provided by the initial reporter: complaint 1 of 3 there have been multiple IV tubing issues on my unit. If you are talking about the air in line. It was indeed used on the patient. There was air from the propofol bottle all the way down to about 8 inches from entry into the patient. The pump did not alarm at all as the air went through the pump. The only alarm heard was excess air which then we realized the situation. The pt did fine. No issues as a result since the nurses prevented the air from getting into the patient. The tubing was saved for some time. I do not have the lot number since the tubing was primed on a different unit before the pt came to us. Clinicians found 4 inches long air pockets about 6 inches away from entering the patient. This was not used on a pt. The issue was realized when they were priming the tubing outside of the pt¿s room before administering prbcs. It was free hanging trauma blood tubing. No programming involved. I had kept the tubing for a few days and then I was told by (B)(6) that I did not need to keep it any longer.